Event description:
It was reported that the customer was using the device for two months and never got more than three days before there was an issue. Customer had differences in sensor glucose and blood glucose readings. It would tell the customer that they were low and then they would find out they were high at 450 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.